Manufacturer narrative:
Bayer case number: (B)(4). Malpositioned essure [device dislocation] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of colposcopy in 2001 and abdominal pain, alcohol use, smoker, hypertension, hyperlipidemia, diabetes mellitus, parity 2, gravida ii, dysfunctional uterine bleeding and dysmenorrhea. The patient had a family history of breast cancer, hypertension, diabetes and prostate cancer. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (ultrasound guided diagnostic hysteroscopy, dilation and curettage, removal of essure coil). Essure was removed on (B)(6) 2023. At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2023: uterus 8x4cm, partial septate uterus, right endometrium fluid (smaller); left endometrium 2.7cm submucosal fibroid; essure present in left endometrium. Normal ovaries.; on (B)(6) 2023: constricted uterine cavity consistent with history of uterine ablation, essure coil x 1 in cavity, second coil not visualized, single appearing cavity, follicular phase endometrium quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-mar-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Malpositioned essure [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of colposcopy in 2001 and abdominal pain, alcohol use, smoker, hypertension, hyperlipidemia, diabetes mellitus, parity 2, gravida ii, dysfunctional uterine bleeding and dysmenorrhea. The patient had a family history of breast cancer, hypertension, diabetes and prostate cancer. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (ultrasound guided diagnostic hysteroscopy, dilation and curettage, removal of essure coil). At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2023: uterus 8x4cm, partial septate uterus, right endometrium fluid (smaller); left endometrium 2.7cm submucosal fibroid; essure present in left endometrium. Normal ovaries.; on (B)(6) 2023: constricted uterine cavity consistent with history of uterine ablation, essure coil x 1 in cavity, second coil not visualized, single appearing cavity, follicular phase endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.